Event description:
It was reported that before a procedure began, with patient on the table, the laser displayed an error and "service recommended" courtesy message. The customer was unsuccessful in getting the laser to resume function and the procedure was delayed by approximately two hours. Customer used another ams greenlight laser to complete the procedure. ¿no injury¿ reported.